Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein all devices were removed. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Correction to the initial MDR. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 2000019125 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 2000019125 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg and lead site. The patient will undergo an explant procedure. No device malfunction was suspected.